Manufacturer narrative:
The unit was investigated by the covidien service center in (B)(4), where the reported condition could not be duplicated. Data downloaded from the unit is under review. A previous occurrence with this serial number was reported in mrn 2936999-2010-01003.

Event description:
Customer reported that during use on a patient, a nurse found that the alarm did not sound when saturation was lower than the spo2 minimum value setting. Alarm settings at the time of the reported incident were not provided by the customer. No patient harm.